Event description:
It was reported that the patient was experiencing csf leak during a trial procedure. The physician administered blood patch, and the patient was doing well postoperatively. Additional information was received that during the trial period, the patient experienced headaches as a result of a cerebrospinal fluid (csf) leak. Following the removal of patients trial leads, the patient was experiencing symptoms of swelling in the area where the blood patch was placed during the trial. The patient was hospitalized and was placed on antibiotics. Additional information was received that the patients trial leads were explanted and discarded by the medical facility.

Event description:
It was reported that the patient was experiencing csf leak during a trial procedure. The physician administered blood patch, and the patient was doing well postoperatively. Additional information was received that during the trial period, the patient experienced headaches as a result of a cerebrospinal fluid (csf) leak. Following the removal of patients trial leads, the patient was experiencing symptoms of swelling in the area where the blood patch was placed during the trial. The patient was hospitalized and was placed on antibiotics.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: sc-2316-50e, upn: sc-2316-50e, model: sc-2316-50e, serial: (B)(6), batch: 7251035.

Event description:
It was reported that the patient was experiencing csf leak during a trial procedure. The physician administered blood patch, and the patient was doing well postoperatively.